Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thermistor was worn, which is indicative or repeated overheating while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the collar of the motor device was getting very hot. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.